Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: unknown lcck femoral component catalog # unknown lot # unknown; unknown lcck tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2020-04180, 0001822565-2020-04181. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient alleges experiencing pain and swelling post surgery. Further, the patient alleges leg length discrepancy. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D11: medical products: unknown femoral component. Stemmed tibial component catalog#: 00598005701, lot#: j6633578. Stem extension offset catalog#: 00598802012, lot#: 64234028. Stem implant catalog#: 00-5988-010-15, lot#: 64179322. Femoral set screw hex driver torque limiting size 2.0 mm catalog#: 00598707100, lot#: unknown. Cas fix pin 3.2d x 80mm str catalog#: 20-8000-000-11, lot#: 64467636. H3: customer has indicated that the product will not be returned because product location is unknown. Multiple MDR reports were filled for this event: 0001822565-2021-00063, 0002648920-2021-00004. H3 other text : product location is unknown.

Event description:
No further event information available at the time of this report.